Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero multi-fuse extension set with needleless connector was leaking the following information was received by the initial reporter with the following leaking medication at filter site.

Manufacturer narrative:
It was reported by customer that leaking medication at filter site. Three samples received for quality investigation. Visual inspection was conducted and no damages or abnormalities were identified. Priming of the extension sets was attempted with a 10 ml bd needless syringe. Two of the samples showed leakage at the distal connection between the filter and tubing. Additionally, one of the samples that was leaking between the filter and tubing was also leaking at the vent. A bubble test was conducted on the sample leaking from the vent, by applying 10 psi to the sample and clamping the end of the tubing. There were no bubbles coming from the vent and therefore it is determined that the sample is occluded. The third sample that was submitted was attempted to be primed. The sample did not allow for fluid to move through the sample. A bubble test was conducted on this sample and no bubbles were released from the filter vent. Therefore, the third sample is considered occluded. The customers complaint of leakage was confirmed. The investigation was forwarded to the manufacturing site. After the investigation, it was determined that the root cause of the leak between the tubing and the pediatric filter could be related to formation of channels due to the incorrect method of solvent application by the assembler. A quality alert was created to communicate the failure and reinforce the correct solvent application method and correct use of the assembling fixtures to avoid and detect leaks. A device history record review for model mz9226 lot number 24059449 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 25may2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No further investigation was provided.